Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. Correction on fields: e2, e3 and g2 (health professional was inadvertently unselected in the previous report) and h6 (medical device problem). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to for inspection, and the issue aligns with the incident, but since it occurred during a procedure, it could not be verified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the incident was caused by part of a forceps plug from another company's product entering the device's forceps channel during handling. There is no evidence that an olympus device contributed to the issue. The event can be detected/prevented by following the instructions for use (IFU): chapter 5 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The therapeutic endoscopic retrograde cholangiopancreatography procedure was completed with another device. The procedure was prolonged due to change of scopes. However, there was no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, or that additional medical/surgical intervention was done to prevent permanent damage or impairment. The reported event is not considered serious injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified procedure, the biopsy cup went inside the duodenovideoscope and was like 20 inches long, they tried to push it but some of the wires cannot go through the end. There were no reports of patient harm.